Event description:
It was reported that the device's touchscreen is not responsive to touch. Customer reported that the unit will engage in patient monitoring, but the user cannot control the menu on display. Customer also stated that the values do not change on the display. There was no patient involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.